Event description:
Phlebotomist conducted phlebotomy on geriatric pt at local nursing home. There was no sign of any issues with retraction of needle from pt at the time. Pt later complained of pain at venipuncture site, pt was sent to ER. An x-ray revealed needle in pt's arm. Pt sought surgical consult.

Manufacturer narrative:
Eval summary: issue: needle separates from hub. A total of fifty (50) customer samples were received and each device was visually inspected then subjected to functional (pull force) testing. Pull force testing of all 50 samples was in specifications. A complaint history check was performed and this is the first complaint reported for this lot. A complaint history check was performed and this is the first complaint reported for this lot. A review of the device history record was completed for the identified lot (in addition to lots manufactured prior/after, see entry below) and all inspections were performed per the applicable operations and met qc specifications. Unable to duplicate reported condition the investigation results did not confirm the complaint as being related to the mfg process. Will continue to closely monitor the reported condition.